Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) allowed both paddles to release simultaneously. The valve landed shallow, and as a result, dislodged out of the native annulus. The valve was moved to the ascending aorta when the pigtail catheter was attempted to be removed. The procedure was converted to an open surgical procedure. The transcatheter valve was implanted a 19 mm non-medtronic (inpiris) surgical aortic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction section d information references the main component of the system. Other relevant device(s) are: product ID d-evolutfx-2329, lot 0011371601, use by date 2023-08-24, UDI (B)(4). Additional information was received that the valve dislodged aortic. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis of valve: upon receipt at medtronic¿s quality laboratory, the valve was received via fedex inside a heart valve return kit filled with clear 0.2% glutaraldehyde solution. The valve was discolored, showing evidence of blood contact. All leaflets were flexible. A tear was noted on the free margin of leaflet 2. Leaflets 1 and 3 were intact. All leaflets were in the closed position with a slight gap between leaflets 2 and 3. All commissures were intact. The valve was received in a partially compressed state. The valve was submerged in warm saline; valve expanded further. There was no evidence of distortion or damages on the frame. Multiple tears were noted along the valve skirt. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: procedural images were provided for review which showed that the valve was deployed at a shallow implant depth. The reported event indicates that valve landed shallow, and as a result, dislodged out of the native annulus. Per the image review, despite the shallow implant, there was no evidence of paravalvular leak, and the valve appeared stable at the annular level. The pigtail catheter appears to have been ¿wrapped¿ in the evolut frame, causing the dislodgement during removal of the catheter. The subject valve was returned to medtronic for analysis. All leaflets were flexible and all commissures were intact. There was no evidence of distortion or damage on the frame. Multiple tears were noted along the valve skirt and on the free margin of one leaflet. Based on the information available, the cause of the tears cannot be determined. The subject delivery catheter system (dcs) was returned to medtronic for analysis. The deployment knob retracted and advanced the capsule with significant resistance noted. The trigger moved to fully advance and retracted positions and locked in place when released with significant resistance noted. The tip-retrieval mechanism was intact with significant resistance noted when tested. There was a bend to the capsule and a severe bend to the stability shaft. It is possible that the bend to the capsule and shaft occurred while preparing the device to return for analysis. The bends on the device most likely contributed to the resistance that was encountered during analysis. The force in the system is a cumulative effect that can be increased by many other factors, including load quality of the valve in the capsule and bends and kinks on the shaft. Delamination was observed over the nitinol reinforcing frame along the mid-section of the capsule. Delamination typically occurs when the capsule is subjected to a bending force. There was no other damage noted to the remainder of the device. Various factors can affect valve positioning/inaccurate delivery, such as patient anatomy or physician experience, and the cause of the high placement could not be determined with the limited information available and a relationship to the dcs could not be established. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion. In this case, the probable cause of the valve dislodgement is due to the pigtail catheter being wrapped around the valve frame during removal of the dcs. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) handle appeared intact. The device was received with the capsule fully closed. The deployment knob appeared to retract and advance the capsule with significant resistance noted. The tip-retrieval mechanism appeared intact with significant resistance noted when tested. The device was returned with the end cap/screw gear snap fit connected. There was a bend to the capsule and a severe bend to the stability shaft. Delamination was observed over the nitinol reinforcing frame along the mid-section of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.